Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This report is for the first device. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that two ankylos c/x implants were inserted into the mandible of a (B)(6) old patient. The clinician reported that he had to remove both implants after one month due to no osseointegration. He diagnosed "osteolysis" and "peri-implantitis" and expressed the suspicion that the patient may have intolerance to titanium because she previously had a wound healing disorder when a fracture of an ankle was treated with titanium nails.

Manufacturer narrative:
Evaluation of the implant's surface properties did not show any deviations.